Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the pt experienced slow flow. The 90% stenosed de novo target lesion located in the distal left circumflex (lcx) was 24.0mm long with a reference vessel diameter of 3.00mm. The lesion was treated with a 3.00x24 taxus liberte stent. Post-dilation was performed with a 3.5x8mm unk balloon and residual stenosis was 0%. During the procedure, the pt experienced "slow flow". Medications (nitopro and effortil) were administered to treat the event. The event was successfully resolved. The pt was discharged two days later on aspirin and ticlopidine hydrochloride.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.